Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back requesting assistance checking therapy status to make sure stimulation is still on. Patient services reviewed how to sync the pp and patient confirmed she was seeing stimulation on icon. Patient continues to experience lack of therapeutic effect. It was recommended to follow up with her managing hcp. The patient later reported on june 11 that the stimulator did not move. The customer service technician assisted patient on how to get the stimulator started again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The reason for the call was because the caller wanted to switch from program 2 to program 4 because the noted return of symptoms about a month ago. The patient switched to program 4. When trying to increase stim, caller saw 'press neurostimulator on' screen. Caller stated she does not know how stim got turned off. Caller turned stim on and said she could feel 'stimulator moving around' and stim felt uncomfortable. Caller decreased stim to 1.3 and felt it comfortably. Patient services explained the symptoms may have returned because the stimulator was off. Caller then wanted to switch back to program 2. Caller switched to program 2 and initially felt uncomfortable stim. Caller decreased to 3.1 and felt comfortable stim. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that therapy was not working well for their symptoms. Patient stated that they could not increase stimulation. During the call at troubleshooting, was able to connect and ins was off but patient stated that they pressed the off button before they called. Stimulation was turned back on and was at 3.3v and patient felt stimulation and patient was able to increase stimulation. No further complications were noted or anticipated.